Event description:
The customer alleged that the vent went "inop" while on a pt. The mallinckrodt customer support engineer (cse) inspected the device and found that the pt is receiving mucomist for treatment. The cse inspected and cleaned the exhalation valve. The unit passed extended self testing. There was no pt harm reported.